Event description:
A (B)(6) female patient's son contacted zoll customer support to report that the monitor was screeching and defective. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (screeching/ defective) was confirmed. As received, the monitor would not power on. The cause of the inability to power on was a ram failure (components u100 and u101) on the c/a board sn (B)(4). The ram components had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective monitor. The patient received a replacement monitor.